Manufacturer narrative:
The glucose result of 1.5 mmol/l obtained at 11:15 on (B)(6) 2020 was from a cobas c702 analyzer, not from an inform ii meter as previously reported.

Manufacturer narrative:
The reporter's strips were returned for investigation. Visual inspection of the returned vial was performed, the strip vial, desiccant, and vial cap were inspected and all were acceptable in appearance, no defects were observed. Testing was done in such manner that raw data was collected for each strip tested. Results from returned strips were compared to master lot tested in the same run as returned. All returned results are within acceptable range. Batch records were reviewed. There were no nonconformances. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable glucose results from (meter a) accu-chek inform ii meter serial number (B)(4) compared to a result from (meter b) accu-chek inform ii meter serial number (B)(4). At 11:10 the result from a blood gas instrument (unknown method) was 1.7 mmol/l. At 11:14 the result from meter a was 2.7 mmol/l. The staff doubted this result. At 11:15 the meter result from meter b was 1.5 mmol/l. Results obtained on (B)(6) 2020: at 18:20 the result taken on meter a was 2.0 mmol/l, and at the same time, the result taken on meter b was 3.2 mmol/l. At 20:18 the result from a blood gas instrument (unknown method) was 1.9 mmol/l, and at the same time, the result taken on meter b was 2.6 mmol/l.